Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information requested but, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown amount of dressings associated with this complaint.(B)(4).

Event description:
It was reported that the dressing melted on the wound. The dressing was placed on a patient who had stage I pressure ulcer to the sacrum. According to the pictures received; the duoderm dressing creased during weartime of unknown duration which created an opening in the dressing. It was stated that the nurses were trained on the proper removal of the dressing. However, upon removal of the dressing a portion of the dressing stayed "glued" on the the skin. The portion of the dressing which adhered to the skin was removed. Additionally; it was reported there was no issue with the storage of the dressings boxes.

Manufacturer narrative:
Additional information was received on november 02, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. (B)(4). No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).